Manufacturer narrative:
Integra has completed their internal investigation on december 20, 2017. Results: evaluation of returned device and conclusion: evaluation verified customer information as valid. Oscillating pin is loosen. Due to this fact the width clips have deep scratches and burrs. Also the blade bed has deep scratches. The head assembly, drive shaft housing, width clip 2", width clip 3"and some small wasted parts will be replaced. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 11/28/2015 to 11/28/2017 for this reported failure and or related to "grey liquid" for product family (3539700) shows that three additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that after the first use of the unit, the width clips are scratched. During the application, gray fluid came out of the unit and the patient, who was a newborn child, had a wound.